Event description:
Before insertion, the balloon inflated without a problem, but during clinical use it deflated.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.